Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead found that the insulation of the lead body had been massively damaged by squashing and deformation about 36.5 cm distal of the is4 connector pin. The helix was fractured at this site. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts in the insulation were detected, which are most likely a result of the scalpel used during the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - this lv lead was explanted due to high impedances >3000 ohms.